Event description:
The pt could only hear a "buzzing" sound with her speech processor. The exchange of all external equipment did not resolve the problem. Telemetry results from the device revealed all but two electrodes were open circuied. No integrity test was done due to the consistency between the telemetry results the pt's complaint. The pt's surgeon performed explantation surgery in 2006.